Event description:
It was reported that loss of capture was observed on nonsustained lead noise episodes. The episodes were transmitted from merlin.net. Autocapture feature was enabled but did not detect the loss of cature. The patient was not pacemaker dependent. Reprogramming was performed and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.